Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion issue event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus and correction injection via multiple daily injections. The site of insertion was abdomen. The patient replaced soft cannula infusion set and resumed insulin deliveries successfully.